Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv). This is a solicited report by a physician from (B)(6) of sterile peritonitis in a patient coincident with nutrineal pd4 unknown bag and physioneal unspecified product (lot numbers not reported) intraperitoneally (ip) for apd (automated peritoneal dialysis). On (B)(6) 2010, the patient had cloudy effluent and abdominal discomfort and peritonitis was diagnosed. The patient was not hospitalized. Beginning (B)(6) 2010, the patient received remedial treatment with vancomycin 60mg 4 times a day ip and ceftazidime 250mg 4 times a day ip, both of which continued until (B)(6) 2010. On an unknown date, nutrineal was suspended due to the peritonitis and the patient improved. On an unreported date, treatment with nutrineal was restarted. On (B)(6) 2010, the patient again experienced cloudy peritoneal effluent. On (B)(6) 2010, the sterile peritonitis recurred. The patient was not hospitalized. Beginning (B)(6) 2010, the patient received remedial treatment with vancomycin 60mg 4 times a day ip and ceftazidime 250mg 4 times a day ip, both of which continued until (B)(6) 2010. On an unreported date, nutrineal was withdrawn. On (B)(6) 2010, the sterile peritonitis was resolved. The physician reported the root cause as no bacteria or fungi micro-organisms were identified in the peritoneal effluent cultures. There was no break in aseptic technique. The physician classified the events as moderate. Physioneal therapy continued. The physician believed the event of sterile peritonitis was related to nutrineal and unrelated to physioneal.